Manufacturer narrative:
Additional information was received on september 10, 2020. In addition to the issues reported initially, the patient experienced baker grade IV capsular contracture. Patient code 1994 initially reported is no longer applicable. The implant date has been obtained and populated in d6. The device was explanted and replaced with mentor gel on (B)(6) 2020. 2. Is other serious-unchecked. 2. Is required intervention - check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture / rupture / paresthesia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: upon visual evaluation of the image provided in the complaint, one of the implants was observed ruptured, and the second was intact. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a 700 cc mentor memorygel breast implant experienced right sided ruptured with a tingling feeling and pain in the breast. The pain and tingling feeling were stated to have dissipated. A strange oblong shape was said to be noted with the rupture. The rupture was confirmed through ultrasound. Future device replacement is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.